Manufacturer narrative:
A 5.1 cm portion of the connector end was returned for analysis. The connector pin and ring have circular marks on them, the large boot rings are flattened. There were cuts in the silicone of the large boot and also appears to have body fluids on it. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since an incomplete device was returned and no event description was provided. It cannot be determined whether the event was related to device performance or patient condition. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.

Event description:
A device registration form was received stating that this lead was capped on (B)(6) 2014 due to an unidentified capture issue. At some point, the device was explanted and returned to greatbatch medical 10/28/2014 with no further information available.